Manufacturer narrative:
This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -4.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 lens opacity (asc) was observed and the lens was removed on (B)(6) 2018. It was reported that because the patient is relatively old and opacity of the lens is mild, the patient is being corrected with glasses.

Manufacturer narrative:
Additional data: additional information received on 15-feb-2019: "this was the surgeon's first case of icl implantation. Dr. (B)(6) decided to explant both lenses due to two reasons: patient's over refraction (or) was +1.50, ou and obviously this presbyopic patient was not happy at all; dr. (B)(6) found asco in the periphery in both lenses. After explantations, patient's vision is corrected by spectacle and her bcva is 0.8, ou. No further surgical option is planned. Dr. Advised future iol implantation in case she develops cataract." (B)(4).

Manufacturer narrative:
Device evaluation: lens #1- two lenses returned unidentified in same bag. Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. See MDR# 2023826-2019-00012 for cross reference. Lens #2- two lenses returned unidentified in same bag. Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. See MDR# 2023826-2019-00011 for cross reference. (B)(4).